Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown sized sjm trifecta valve was successfully implanted. On an unknown date, the patient presented with high pressure gradient. The valve is planned for explant on (B)(6) 2022.

Manufacturer narrative:
Explant was reported due to a high-pressure gradient. The investigation found that leaflets 1 and 3 were torn. Leaflet 2 was excised completely and received separately. There was fibrous pannus ingrowth on the inflow and outflow surfaces of leaflets 1 and 2 and on the outflow surface of leaflet 2. All three leaflets had fibrous thickening. Calcifications were present on leaflets 1 and 3. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. No additional information was provided from the field to see when was the valve implanted and if the patient has comorbidities and pre-existing medical conditions. The histological evaluation found calcification and pannus ingrowth which could have contributed to the reported event. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.